Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test and prime test. The insulin pump was received stuck in motor error loop during bolus/basal delivery. The insulin pump was unable to verify alarm in alarm history screen due to overwritten history file. The motor was tested outside of the insulin pump and passed. No unexpected prime alarm noted. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform the excessive no delivery test and occlusion test due to motor error alarms. The insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on lcd window, scratched reservoir tube window and missing end cap sticker. No moisture damage noted on the electronics, motor, vibrator motor or battery tube. The insulin pump was received with intermittent button response due to corroded keypad traces assembly.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system as well as motor error. The insulin pump further had water damage and keypad issues with the act button. The customer's blood glucose was unknown. While troubleshooting, the customer explained that he had worn the insulin pump while swimming and that water was underneath the keypad covers, causing separation between the conductors. The customer did not recall any significant events prior to the motor error alarm. The customer was advised that their insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.